Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. The lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed that a needle was already stuck in the shaft of the expressew. It cannot be removed since the white flag was missing. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. According with the visual inspection result, this complaint can be confirmed. The possible root cause for deployment issue can be attributed an improper maintenance in the gun would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to stuck issues. Also, for the needle stuck can be attributed to the white plastic flag fell off causing the retracting mechanism to be jammed with the needle inside. As per IFU: to load the expressew ii or expressew iii suture needle into the flexible suture passer, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. With the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. It is important to inspect the device prior to use to ensure proper mechanical function. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for (B)(4). It was reported by a healthcare professional in france that an expressew iii needle device was stuck inside the expressew iii autocapture + suture passer device while in use together. During in-house engineering evaluation, it was determined that the needle device was already stuck in the shaft of the expressew device. There was no procedure nor patient involvement reported. No additional information was provided.